Event description:
It was reported that an ilet user contacted support for hyperglycemia, with pump glucose reading around 253 mg/dl and confirmatory fingerstick of 238 mg/dl after a recent supply change using a teflon infusion set. An earlier low insulin alarm had occurred. Symptoms included hyperglycemia without reported acute complications. Outcomes included self-management with guidance and no need for follow-up or medical intervention. Investigation included troubleshooting of infusion equipment, review of recent alarms, and assessment of dosing and meal intake. Investigation of this case revealed that the hyperglycemia was consistent with an unannounced carbohydrate intake from cake consumed overnight, with glucose trending down during the call, indicating device function and insulin delivery were adequate. It was concluded, based on previously established findings for similar reports, that the cause was user-related unannounced meal leading to transient hyperglycemia.